Event description:
Caller reported that a test was performed on the finger with the freestyle meter before having lunch and a reading of 160 mg/dl was received. The pt began eating lunch and had a seizure. The customer's family member called the paramedics and gave the pt a coke until they arrived. The paramedics treated the pt with glucose intravenously.